Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. Visual inspection by the naked eye and magnification was performed, which revealed a pull cap loose in its un-opened pouch. Functional testing was performed which included leak testing, clamp function testing, and clear passage testing. All functional tests passed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the reported issue was verified but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue pull ring cap came off of a titanium transfer set. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.